Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally requested a 10 unit bolus, when the customer had intended to request a bolus to cover for 10 grams of carbohydrates. Reportedly, the customer had not turned the carbohydrate feature to "on", and acknowledged that the event occurred due to user error. At the time of the event, the customer's bg level was reported to be in the 300's (360 mg/dl); however, the customer attributed the bg level may be due to having a cold. To address the bg level, the customer administered manual injections. Additionally, the contact reported observing air bubbles in the customer's tubing. The contact was able to prime out the air successfully to resolve the issue. The contact declined to perform troubleshooting with tandem technical support, and confirmed health care provider would be consulted should further assistance be needed.